Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) interface is damaged. Due to the condition of the device, a complete evaluation could not be performed. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's reciever was overheating. No additional event or patient information is available.